Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. The fse reviewed the device logs and found no alarm deviations. The device was found to be providing red alarms as intended. Based on the information provided the device was functioning as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that red alarms are not categorizing as a red alarm; they are showing as yellow alarms. The device was in use on a patient at the time of the event. There was no adverse event reported.